Event description:
Boston scientific received information that a review of the device telemetry revealed an exit block had occurred. The patient with this lead and device experienced ventricular fibrillation and was resuscitated. Interrogation revealed no capture with output settings of 5v /1ms, however normal sensing and impedance measurements. Further interrogation revealed normal threshold of 0.5 v/ 0.40 ms, sensing and impedance measurements . The device atrioventricular interval was reprogrammed and normal rhythm was noted. It was thought the loss of capture may have been due to the patient's condition of an electrolyte disturbance or temporary heart ischemia/ infarction or this lead was dislodged, however no dislodgement was confirmed. The patient with this lead and device remains hospitalized in the intensive care unit and has continued monitoring. In addition, holter monitoring was recommended post hospital discharge. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, the device was reprogrammed and this lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.